Manufacturer narrative:
The lens was returned, in a non-company peel pouch. Solution was dried on the lens. One haptic was broken/torn from the haptic/optic junction area (not returned). The optic was torn/split/cracked from the haptic/optic junction area towards the center of the optic. Associated products were not provided. It is unknown, if qualified products were used. The root cause could not be determined, for the reported complaint of ¿faulty¿. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine, the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely, related to customer handling. Company foldable iols are qualified, for use with an company qualified delivery system (handpiece and cartridge), and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. Follow up attempts were made. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was faulty. Additional information was requested.